Manufacturer narrative:
Follow-up received on (B)(4) 2014: the required numbers of follow-up attempts were done without response. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro­ insert, the outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all are within manufacturing specifications. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We cannot confirm this quality complaint; however, based on the complaint description provided, we are able to conclude that a quality issue is plausible. Medical assessment: this case reported difficult to use due to breakage upon deployment. These events are not necessarily indicative of a quality defect. Five (5) additional ae case reports have been received to date in relation to batch number b40021 but only one of these cases refer to a similar type of breakage event. No batch signal could be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At time of this medical assessment the technical investigation concluded "unconfirmed quality defect - but plausible" with a final risk category iii, which poses not a significant hazard to health as the severing of the coils does not pose a significant risk to the health of the patient. According to the technical assessment a quality defect was plausible and based on the provided information the defect type corresponds to the following meddra llt device breakage. In summary, based on the available information of the device breakage and a product defect, a causal relationship can not be excluded. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and upon deployment, provider noticed that coil was broken into about 3 pieces in uterus. The event, interpreted as a device breakage, was considered non-serious, unlisted in the reference safety information for essure and regarded as near­ incident due to possibility to cause injury under less fortunate circumstances. During difficult insertions, single cases have been reported of essure breakage. In this particular case, it was mentioned that upon deployment, provider noticed that coil was broken into about 3 pieces in uterus and then, the pieces were retrieved. Given the information provided, causality between the event and essure use cannot be excluded. According to ptc final assessment, based on the available information of the device breakage and a product defect, a causal relationship can not be excluded.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced upon deployment, provider noticed that coil was broken into about 3 pieces in uterus and bilateral placement not successful. No information given on patient's history, past drugs, concurrent conditions and concomitant medication. On (B)(6) 2014 the patient had an attempt to have essure (fallopian tube occlusion insert) inserted, lot number b40021. Upon deployment, provider noticed that coil was broken into about 3 pieces in uterus and then, the pieces were retrieved. Bilateral placement was not successful. The product will not be sent back. Reporter causality: the relationship was not reported.